Event description:
It was reported that the patient had symptoms of blurred vision, lightheadedness, and general weakness. Interrogation of the device showed that the pacemaker did not document ventricular tachycardia. The device settings were adjusted. Then three days later the patient felt lightheaded and short of breath for a few seconds, slight chest discomfort, and heart palpitations. The patient went to the ER (emergency room) and was found to be in ventricular tachycardia. The patient was successfully cardioverted and admitted. The pacemaker was then explanted and upgraded to a crt-d (cardiac resynchronization therapy defibrillator) device. The patient is enrolled in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had symptoms of blurred vision, lightheadedness, and general weakness. Interrogation of the device showed that the pacemaker did not document ventricular tachycardia. The device settings were adjusted. Then three days later the patient felt lightheaded and short of breath for a few seconds, slight chest discomfort, and heart palpitations. The patient went to the ER (emergency room) and was found to be in ventricular tachycardia. The patient was successfully cardioverted and admitted. The pacemaker was then explanted and upgraded to a crt-d (cardiac resynchronization therapy defibrillator) device. The patient is enrolled in the system longevity study (sls). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.